Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with resetting it. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump, with the instruction to call back if the issue arose again.